Event description:
Primary surgery - the reverse shoulder prosthesis (rsp) sz 44 loaner instrument set ordered in to conduct the surgery had the incorrect glenoid head distractor for the sz 44. The tray contained the 804-02-035 used in the rsp glenoid tray rather than the correct 804-02-055. The patient was under anesthesia when the wrong instrument was discovered. The procedure was stopped and the patient had an adverse reaction to the anesthesia.

Manufacturer narrative:
Corrected data: common device. And model #/lot #. Manufacturer narrative: the reason for this complaint was to report the reverse shoulder prosthesis (rsp) size 44 loaner instrument set ordered in to conduct the primary surgery had the incorrect glenoid head distractor for the sz 44. The patient was under anesthesia when the wrong instrument was discovered. The procedure was stopped and the patient had an adverse reaction to the anesthesia. The healthcare professional indicated there was a significant adverse event to the patient. Delay in surgery was not noted, and another suitable device was not available for use. The primary surgery was not completed as intended. Initial or prolonged hospitalization was required. The instrument set was inspected prior to surgery and was found to be unacceptable. The device was made available to djo surgical for examination. Examination of the returned instrument set confirmed to contain an 804-02-035 (rsp, head distractor) rather than an 804-02-055 (broach handle, rsp, quick release). The root cause of this event is attributable to a loaner instrument set containing a 804-02-035 used in the rsp glenoid tray rather than the correct 804-02-055. The reported condition could possibly be a result of failure to properly prepare the instrument sets for shipment as outlined in standard operating procedure 35 (distribution services instrument sets). This is not an event associated with a product failure, malfunction or issue. Preventing future actions of this type include the retraining of personnel. A review of procedures governing this operation was found to be stringent enough to prevent this type of event when personnel follow them as written. No further action is required to address this complaint.